Event description:
It was reported that an unspecified bag had a leak. The bag was being used with a colleague triple channel pump. There was no patient involvement. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.